Event description:
It was reported by a medical professional that the patient's seizure level was below pre-vns levels and that the vns had greatly improved the patient's seizures. It was reported that it is not clear that the patient's events are even seizures as an eeg scan shows that it was "normal." The physician did not believe the events were related to the vns. It was also reported that the patient was absorbing the medication but not the medication capsules. No additional relevant information has been received to date. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient had a large increase in seizures on the day of the report and her magnet was not aborting them. The patient's sister reported that the patient was not digesting her medication, but according to the doctor, she is absorbing the medication per recent blood tests. No additional relevant information has been received to date. No surgical intervention has been reported to date.